Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose 475 mg/dl. Customer did not troubleshoot their high blood glucose reading. Insulin pump will not be returning for analysis. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. The customer's weight information with the initial report was incorrect. The correct information has been included with this report. The information provided that the incident date with the initial report was incorrect. The correct information has been included with this report. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.

Event description:
Aware date is changed to (B)(4) 2018. Weight has been changed to (B)(6). Incident date has been changed to (B)(6) 2018.